Event description:
The pt underwent implantation of a synchromed pump and catheter on 1999 for intrathecal infusion of morphine for pain. The pt developed a wound dehiscence, as well as chronic drainage of a sinus tract. The pt underwent explantation of the pump, followed by implantation of a new device after antibiotic therapy.